Event description:
Customer reported intermittent, on-going blood glucose levels displayed "high"; although specific value was not provided. To address the issue, customer administered a correction bolus via the pump, inspected the site, infusion set, tubing, and confirmed that no mechanical issues were present. Customer was advised to replace supplies as necessary and continue with insulin therapy.